Manufacturer narrative:
(B)(6).

Event description:
It was reported, on an unspecified date, the device involved in the event would not hold a charge. Device testing found the device alarmed for n56 (replace battery) upon power up. The device was connected a/c (change battery keyed) and left to charge. The device was powered up some hours later but still displayed the n56 alarm. The battery was replaced and changed battery keyed. The device then powered up successfully with no alarm and passed testing. The probable cause is related to a known software issue in version 15.02.00.008. Due to the software issue, when there is a replace battery condition and the device is disconnected from ac power, the "depleted battery" alarm occurs in place of the "replace battery" alarm and causes the pump to shut down after 3 minutes.